Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 8mm force bipolar instrument had issues with the cables as 2 cables had formed loops at the distal end. The surgeon asked to remove the defective instrument. While removing the instrument the forceps (jaws) did not close and caused the instrument to get stuck in the cannula. The customer was unable to free the instrument, therefore it required using the wrench to close the jaws and facilitate removal. The instrument was on its last use. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was creating a peritoneal flap (retraction) when the issue occurred, but the cannula with the instrument was not removed together. The instrument was not in strong grip mode at the time of the event, and there was no collision with other instruments or tools.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and during the visual inspection, the instrument was found to have a loose grip cable at the distal end causing jaws issue reported by the customer. A loose grip cable at the distal end is often caused by something else in the backend (ex: broken cable, cracked clamping pulley, loose clamping pulley screw). The plastic housing was removed, and during the visual inspection, the grip cable was found to be broke at the proximal end. The grip cable was broken at the clamping pulley.